Event description:
Retailer reports the end user received a box of m16 catheters that were all open. No additional information provided. No photo provided.

Manufacturer narrative:
MDR 1049092-2023-00299 / device 9 of 30 (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.